Manufacturer narrative:
(B)(4). Evaluation, results: (death, occlusion, stroke/cva).

Event description:
A talent captivia stent graft system was implanted in a pt for the emergent endovascular treatment of a thoracic aneurysm that extended to the celiac and involved the celiac artery approx 1 month ago. The physician implanted a talent captivia from just below the subclavian artery down to just above the celiac artery. Then another manufacturer's stents implanted in the sma, the celiac and the renal arteries from the arm facing upward. Those stents were implanted between another manufacturer's stent graft and the talent captivia, and then another manufacturer's stent graft was placed distally for treatment of a small aaa. Everything looked fine at the end of the case except for a type iii endoleak between the captivia and another manufacturer's stent graft that was resolved with ballooning. It was reported the following day, the pt had to have colon removed because it had become ischemic and currently the pt is on dialysis. It was reported that eight days post procedure, the pt expired due to multiple strokes and an occluded colon.